Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.